Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was unable to admit any new patients and prompted "too many patient". Customer stated that station did not allow temporarily adding any patients either. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station already reached patients threshold. A technical support specialist (tss) remoted into the station and found that the device displayed a warning indicating more than 300 active encounters, preventing the patient summaries cache from loading and requiring manual patient searches as designed. Although the clinic reported normal patient visibility on the station, further review of the server configuration showed that the station was assigned to the cat area, which included four care units one being or doctors, where 223 encounters were still marked as admitted. The combined active encounters across all assigned units exceeded the 300-patient threshold, explaining the system behavior. The customer confirmed they would review the or doctor's unit on hospital's end. The system functioned as intended after the technical support specialist guided the customer.